Manufacturer narrative:
(B)(4).

Event description:
The customer reported the lens appeared to possibly have glistenings.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported approximately 20-years following an intraocular lens (iol) implant, the lens appeared opacified. A yag laser was performed without improvement to the patient's visual acuity. Additional information was requested.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the patient experienced 'aftercataract'. At this time the lens is not scheduled to be removed.